Manufacturer narrative:
A specific root cause could not be identified. Based on a review of the alarm trace, calibration and quality control data, no issues were identified. Analyzer performance check data was within specification. Measuring cell carryover was very high. A potential root cause may be a handling issue with the new rapid serum tubes (rst) the customer began to use for the first time the morning of the event.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for troponin t hs (high sensitive short turn around time) troponin t hs. It was noted that the customer began to see the issue after starting to use rapid serum tubes from becton dickenson. Patient sample 1 initial troponin t hs result was 18 ng/l. The sample was repeated twice with results of <3 ng/l and <3 ng/l. The result was amended. It is not known if the erroneous result was reported outside of the laboratory. A new sample was obtained and the result was <3 ng/l. Patient sample 2 initial result was 35 ng/l. The sample was repeated twice with results of 41 ng/l and 31 ng/l. A new sample was obtained and the result was 31 ng/l. It is not known if erroneous results were reported outside of the laboratory. No adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
\Serial number was updated. The troponin t hs reagent lot number was 138684. It was noted that the customer began to use the rapid serum tubes (rst) from becton dickenson on the morning of (B)(6) 2016. It was clarified that the erroneous high results were reported outside of the laboratory. The customer repeats all troponin t hs results within the range of 14-52 ng/l. It was noted that the customer is using a centrifugation time of 5 minutes at 3000 rpm. The manufacturer's recommended centrifugation time for the rst tube is 1-4 minutes.